Event description:
It was reported to boston scientific corp that a radial jaw 4 single use biopsy forceps jumbo was used during an egd (esophagogastroduodenoscopy) with biopsy procedure performed on (B)(6), 2009. According to the complainant, during the procedure, it was noted that the pullwire broke. However, it was confirmed that the device jaws/cups did open and close properly. The device was removed from the scope without resistance or ill effects to the pt. The procedure was completed with another radial jaw 4 single use biopsy forceps jumbo device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be well.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).